Event description:
Per rep: the hydroset did not set up and the surgeon had to go back in and remove it. The prod set up, the used 2 lapses of 5 cc. Overlapped 5 cc and 5 cc together and there was a leak, it was used for a large cranial defect in the posterior fossa without mesh.